Event description:
It was reported that during a da vinci s hysterectomy procedure, while using the monopolar curved scissors (mcs) instrument with the mcs tip cover accessory installed, a "gray and orange plastic piece" fell into the patient. A piece, approximately 2mm in length was not retrieved, however, the "gray" piece was found and removed from the patient and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the tip cover was returned with a .290" x .270" piece of the ultem sleeve detached. The location and shape of breakage matches the shape of the missing tube extension piece. The sleeve has a couple of gouge marks below the breakage. Most of the pad printing ink has been removed from the sleeve. Conclusions: engineering also observed that the tip cover accessory is damaged as the silicone exhibits various mechanical tears through its thickness in various locations. There is no evidence of arcing. Evidence is inconclusive, however, damage to the tip cover accessory appears most likely due to mishandling/misuse. No other damage was found. Manufacturer report # 2955842-2010-00120 was also submitted for the mcs instrument.